Event description:
Additional information received reported that the system initially controlled symptoms but lost effectiveness. It was noted that the efficacy was lost even after multiple reprogramming sessions. It was noted that the event was not due to programming.

Event description:
Additional information received reported the system had initially controlled the patient¿s symptoms but lost effectiveness.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the device was not providing desired pain relief. It was noted that the outcome was resolved without sequelae on (B)(6) 2014. It was noted that interventions included explant on (B)(6) 2014. It was noted that the event was possibly related to the device or therapy and not related to the implant procedure. It was noted that the stimulator was not providing the desired relief and subject could not function when the stimulator was on. It was noted that the patient wanted it explanted. It was noted that the severity was mild. Additional information received reported that initially the patient had enough pain relief but subsequently the efficacy was lost even after multiple programming sessions. It was noted that there was inadequate pain relief. Additional information was requested but was not available as of the date of this report.